Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected troponin I result was obtained from a patient sample processed using vitros troponin I es reagent with a vitros eciq immunodiagnostic system. Based on historical quality control results, a vitros tropi es performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below, the url. Therefore, the performance of the vitros tropi es reagent at, or below, the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. A pre-service within run vitros tropi es precision test met the performance guidelines and did not indicate an instrument issue. However, examination of the instrument by an ortho field engineer found that the shuttle and shuttle weight, within the microwell incubator were dirty and therefore an instrument maintenance issue may have contributed to this event. Pre-analytical sample processing could not be ruled out as contributing to this event as from the information provided. Ortho is unable to determine if the customer is following the centrifugation protocol and improper pre-analytical sample handling cannot be ruled out as contributing to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected vitros troponin I es result from a patient sample processed using vitros troponin I es reagent in combination with a vitros eciq immunodiagnostic system. Vitros troponin I es = 0.117 ng/ml versus expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected troponin I es result was not reported from the laboratory. There was no allegation of patient harm as a result of the event. (B)(4).